Manufacturer narrative:
Follow-up #1 date of submission 08/25/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box data showed replace battery alarms related to post-delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to fully attach to the pump. The pump¿s current draws measured within specifications. The pump cover was opened and moisture contamination was found inside the pump. Unrelated to the complaint, the audio bolus button cover was detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.